Manufacturer narrative:
H.6 investigation summary : bd received 13 unused insyte autoguard (B)(4) units in sealed packages and two package labels all from material number 381812, lot number 9158578. In addition, one photograph was received which displayed similarities to that of the returned unit. Through the visual examination, damage was not observed with any of the (B)(4) units. The needle covers were removed in a straight outward motion and the catheters were inspected. There were no bends, crimps, holes, kinks, splits, or wrinkles nor a needle spearing through the catheter tubing. There was no mechanical/physical damage to any of the components (spring, needle hub, grips) or evidence of adhesive on the button or hub. The lie distance was within the specification for all (B)(4) units. Needle retraction testing was performed. The catheter adapters easily slid off the needle into the artificial vein and the needles retracted into the safety barrel. All (B)(4) units passed the needle retractions with no issues. The catheters were then examined were damage was not observed on any of the areas of the cannula. The tips were all acceptable per specification. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures reported. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle wouldn't retract during use. The following information was provided by the initial reporter, translated from japanese to english: "the needle wouldn't remove and the catheter was hard to advance."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle wouldn't retract during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the needle wouldn't remove and the catheter was hard to advance."